Event description:
This is report 1 of 2. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling for k-wires device was not functioning properly. The reporter clarified that there were occasions during surgery where the device ran rough and did not function as it used to. It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use. The reporter indicated that this device was used for veterinary use only. It was not used on human patients. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as aug 23, 2010. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the jaws inside the coupling were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no contact phone number or complete address provided. The manufacturer¿s information was unknown. Device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.